Event description:
Caller reported an issue involving the dexcom g6 sensor, which is being used by their mother. The caller stated that the sensor has been providing erroneous glucose readings, describing them as highly inaccurate. They noted that at times, the readings are abnormally low, while at other times, they are excessively high.